Event description:
Additional information was received. It was reported that, since the pump was replaced due to normal battery depletion, the patient had severe depression and obsessive compulsive disorder. At the time of report, the reporter was looking for treatment centers, but was having difficulty finding one that would accept a patient with an implanted pump. The patient didn¿t necessarily need a new healthcare provider for treatment, as they could end up on an out-patient basis and there wouldn¿t be an issue. The reporter thought that the device system contained dilaudid, but she wasn¿t positive. She did indication that the patient had ¿supposedly¿ been on the same medication and dosing for the prior seven years.

Event description:
It was reported that the patient behavior changed since the pump was replaced. The patient talked to himself, was paranoid, and had obsessive compulsive behavior. The patient believed that people were breaking into his house. He had hallucinations. The patient did not believe there was a problem and he ¿couldn¿t see his own behavior¿. The patient did not think he was seeing things because he thinks the things he was seeing were real. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).